Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp. That during procedure, the hercules 360 arm would not tighten. When the handle was attempted to screw, it would unscrew itself. Additionally, when the handle was pulled back, it went much further back than a normal arm. The product was changed out to a back-up unit, causing a 20 minute delay. No known impact or consequence to the patient. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on (B)(6) 2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems. (B)(4). The actual sample was visually inspected upon receipt, during which no anomalies were noted. The arm was tightened and loosened several times without any issues. There was no noted resistance during screwing/unscrewing of the handle. A definitive root cause could not be determined and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.